Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and was treated at the emergency room. The customer stated that she had waited too long to eat, causing her to have low blood glucose. She reported that she was with her father and became unresponsive, so he took her to the emergency room. She was released after treatment. The blood glucose reading was 37 mg/dl at the time of admittance. The customer was advised to call if she had any issues. Nothing further reported.